Event description:
On 27 september 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, the physician noted that one device did not properly deploy the implant. It was noted that the procedure was completed without incident and no patient adverse events were reported. Investigation of the returned device on 27 september 2022 confirmed that 15mm of the needle was unaccounted for. Repeated attempts to contact the physician regarding the needle fragment were unsuccessful. The current status of the patient is unknown.